Manufacturer narrative:
The product was not returned for evaluation.

Event description:
It was reported that the set works fine for the first part of the case and then it becomes too easy to push, and the sheath of the syringe is loaded with water. It was further stated that it appears that the syringe cracks and water leaks into the sheath. Reportedly, the output comes back high (consistent with less volume injected) but the field at the heart output is not recordable. Reportedly, there were no patient complications or injuries.